Manufacturer narrative:
On 11 february 2016, it was prepared a final report with the information already submitted in the initial report. On 23 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 30 november 2015 the r&d project manager analysed the returned implants: observing the liner some scratches can be seen on both the external conical surface and the bottom of them: that could be due to the extraction of it from the shell. No anomalies were found related to the lots involved in the claim (see the attached 'batch review'). The dimensional controls on the returned liner showed that all the specifications required for the coupling between liner and shell were conforming to the drawings. It is not possible from the inspection of the implants determine the root cause of the event. On dec, 4th 2015 the quality control manager provided the report of the metrological analysis performed on the liner with the following conclusions: "the investigation confirmed that the device has been produced according to the specifications valid at the time of manufacture". Batch review performed on 11 december 2015: lot 152084: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell diam 56 code 01.26.45.0056 lot. 152044: (B)(4) items manufactured and released on 23 september 2015. Expiration date: 2020-08-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Upon insertion of the inlay into the cup, it clamped at the entrance and when they tried to driving then it tilted so that it had to be removed. A new inlay was used and it fitted then. They had the impression that the first inlay did not fit into the cup.